Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process of intermittent cartridges. Syringe needle changes were performed resolving the issue. In addition, it was reported that there was septum material in intermittent syringes. Lastly, it was reported that intermittent cartridges were leaking. Reportedly, the cartridges were changed to address the issue. There was no impact to customer¿s blood glucose.